Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: did the device pass the pre-run testing? Unknown. Had the device been activating and then stopped activating? Unknown. Did the generator display an error code or any messages? If so, please describe. Unknown. Did the active blade tip break and detach from the device? Unknown. Or did the tissue pad detach from the clamp arm and fall off? Unknown.

Event description:
See user facility mw #(B)(4).